Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. The system was activated on (B)(6) 2024. Patient later reported no longer having pain in the affected extremity and requested to remove the system so that an MRI could be performed. A full system explant was performed on (B)(6) 2024.

Manufacturer narrative:
There are no allegations or indications of any system or component failure. Removal of the system is due to MRI compatibility and unrelated to the performance of the nalu device.